Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, phrenic nerve stimulation, high capture thresholds and high pacing impedance were noted on the left ventricular (lv) lead. The physician elected to replace the lead within the same operation. The patient was in stable condition.